Event description:
A surgeon reported that less than one month following lasik, he had three pts with unexpected refractive outcome. The surgeon indicated that he planned on observing these pts closely, as they were still within the healing process. Additional info has been requested. There are three medical device reports associated with this event. This report is for the pt who had previous implantable contact lens (icl) implantation (pt 3 of 3).

Manufacturer narrative:
Investigation including root cause analysis is in progress. The device history records (DHR) were reviewed and the associated device was released based on the MFR's acceptance criteria. A root cause has not been identified based on the initial investigation. The root cause will be re-assessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).